Event description:
Procedure upgrade of single chamber ICD to bi-v ICD with insertion of an atrial lead and left ventricular lead. Upon placement of the left ventricular lead in a branch of the coronary sinus. The guide wire was introduced through the lead into a left lateral branch of the coronary sinus vein. When the wire was withdrawn from the vein, upon fluoroscopic visualization, there appeared to be a stripped portion of the wire retained in the branch of the vein distal to the placed lv lead. Upon discovering this, a call was placed to the tech support service of co by the clinical rep that was present during the case. Technical support stated that the wire was made of tungsten and silicone which are benign materials that should not cause harm to the pt. The physician felt that the retention of the product in the vein distal to the tip of the lead was less risk than the option of either removing the lead or having the pt go for open surgery to have it removed. The wire was sent to co for quality review. Dates of use: one day in 2007. Diagnosis or reason for use: guide wire for lv lead insert.